Manufacturer narrative:
(B)(4), date sent: 8/31/2023, d4: batch #311c56. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surfaces broken off inside a plastic bag making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The pan was received in good condition. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: load the instrument by inserting the selectable cartridge/reload by placing the alignment tabs into the alignment slots and pivoting the selectable cartridge/reload onto the cartridge/reload fork. Snap the cartridge/reload into position. Remove the staple retaining cap by grasping the edge of the staple retaining cap and lift straight up from the cartridge/reload. Discard the staple retaining cap. The event described could not be confirmed as no damage in the pan was observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 311c56, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the cartridge pan broke when loading the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.